Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt mentioned they had their ins relocated when they had their leads replaced on (B)(6) 2022. Pt said their ins had been right at their waist line and caused issues for them, like getting their underwear or other clothing caught on the edge of it. When pt went to have their leads replaced they notified their technician about the issue as they went in for surgery on their leads and they said they could also move the ins further down (agent understood pt had told their hcp). Pt said they were put under and didn't have good memory of that day. When agent inquired on event date for beginning of issue, pt said they couldn't say for sure/couldn't recall because at that time they were busy with concerns related to their leads. The placement of the ins no longer conflicts with their clothing. Pt mentioned since having the ins relocated, they can still charge their ins but found it to be a bit more difficult of a spot to keep the recharger against their body. Pt was difficult to follow throughout the call and agent made best attempt to gather all relevant sr information.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-jun-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 19-sep-2023, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt reports she had the leads replaced in 2022 because pt never had pain relief and whenever tried to program couldn't get relief. Pt states for right leg would set at a vibration and if did any higher on voltage would jump over to the other leg and at times would go down to foot and was just a nightmare for 2 years to deal with this. Pt states in the past went 6 months has had two adjustments and now not getting relief with this current device. Pt states the first ins was good 4 months before having adjustment. Pt states when first got the ins was good and same with current good for 6 months and now having problems and reports back in such disarray and had to have an adjustment. Pt states at lumbar area and over to left leg had issues with that again from bad surgery. Pt states trying to get this figured out. Pt states problem since implant and this one probably (B)(6) with this current pain from surgery which was unrelated, pt states that was back in 2003 pt had a back surgery. Pt states something with scartissue being pulled. Pt states went 6 months and has had three adjustments since first one. Pss reported event. Pt states she met with a rep two months ago. Pss had a hard time following time line of events for sr event date. Rep reported that leads were replaced due to rolling anterior. Effective therapy was established at the time. The weight information was not available. Rep has been in contact with patient and in the process of setting up a time for a reprogram. Rep confirmed by rolling he meant lead migrated. Rep confirmed they were present at the surgery for leads on (B)(6) 2022.